Event description:
I had my saline breast implants taken out in 2007 and silicone-gel implants put in to replace the leaking saline. I have been sick ever since. I have many of the symptoms many women experience with illness from implants. I have been to the ER for heart palpitations, blurred vision, anxiety, depression, migraine headaches, muscle aches, twitching, tingling, ears ring constantly, interrupted sleep, to name a few! Breast implants are making thousands of women sick every day! They are dangerous! I had to contact a dr in another state, to get help to hopefully recover! Something needs to be done about this! They are not safe! Trip to e.r. Twice visit to family dr 3 times; visit to neurologist 3 times; 2 visits to ophthalmologists; seeing doc on friday in anther state to treat me for breast implant illness. Dates of use: removed for my safety 2007 - 2008.